Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not discharge when the 30 joule defibrillation test was conducted. There was no pt involvement in the reported event.